Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained unspecified low sensor readings compared to readings obtained on a competitor brand device. The customer experienced symptoms described as " eyes are uncomfortable, a little invisible, and occasionally unconscious", however, was able to self-treat with insulin (dose/type unknown). No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). The sensor was de-cased and replaced the battery. Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained unspecified low sensor readings compared to readings obtained on a competitor brand device. The customer experienced symptoms described as " eyes are uncomfortable, a little invisible, and occasionally unconscious", however, was able to self-treat with insulin (dose/type unknown). No additional details were provided. There was no report of death or permanent injury associated with this event.